Manufacturer narrative:
Product evaluation: the reported event of leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Blood leaked from the hemostasis valve of the maximum xtra hemostasis introducer after the sheath was placed into the patient, prior to inserting catheters into the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.